Event description:
It was reported that during a coronary stenting treatment procedure, a balloon pinhole was noted. The 90% stenosed target lesion was located in the calcified and severely tortuous unspecified artery. A 15mm x 2.5mm quantum maverick balloon catheter was used to dilate the lesion. Upon inflation at an unspecified pressure a pinhole in the balloon was noted. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick catheter was received with no original packaging or other devices. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon pinhole was noted. The 90% stenosed target lesion was located in the calcified and severely tortuous unspecified artery. A 15mm x 2.5mm quantum maverick balloon catheter was used to dilate the lesion. Upon inflation at an unspecified pressure a pinhole in the balloon was noted. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).